Manufacturer narrative:
Analysis cannot be performed. No lenses were returned. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that when the patient inserted their last set of lenses into their eyes that they felt like something was wrong. Within minutes the patient's eyes began to sting and swell. The patient removed the lenses and went to an a&e in (B)(6) and saw an ophthalmic consultant. The consultant advised the patient that they had damaged their eyes, thus, a dye was placed in the patient's eyes. The patient's pupils turned green and it was determined by the consultant that the corneas were damaged. The patient received anesthetic drops and was advised to see their gp. Patient went to their gp and was given additional eye drops. The patient's eyes continued to be tender and sensitive to light. A reasonable and good faith effort has been made to obtain additional information without results.